Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('only a month and a week post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("lost 12 lbs already and only a month and a week post op."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - removal of device and weight loss few pounds. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In a female patient who had essure (batch no. B53551) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pregnancy with contraceptive device. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). And was found to have weight decreased ("lost 12 lbs already and only a (B)(6) and a (B)(6) post op."). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menometrorrhagia and weight decreased outcome was unknown. The reporter considered menometrorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: the right cornua had 3 visible coils, and the left had 3 visible coils. Batch no: b53551, production date: 2013-07-18, expiration date: 2016-07-31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. B53551) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and tooth loss ("I'm only 27 and have more fake teeth than real teeth") and was found to have weight decreased ("lost 12 lbs already and only a month and a week post op."). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menometrorrhagia, weight decreased and tooth loss outcome was unknown. The reporter considered menometrorrhagia, pelvic pain, tooth loss and weight decreased to be related to essure. The reporter commented: the right cornua had 3 visible coils and the left had 3 visible coils. Batch no b53551 production date 2013-07-18 expiration date 2016-07-31. Concerning the injuries reported in this case, the following ones were reported via social media : tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media report received : event "I'm only 27 and have more fake teeth than real teeth", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('only a month and a week post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("lost 12 lbs already and only a month and a week post op."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - removal of device and weight loss few pounds. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. B53551) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia") and was found to have weight decreased ("lost 12 lbs already and only a month and a week post op."). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, weight decreased and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: the right cornua had 3 visible coils and the left had 3 visible coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received: lot number was added, reporter was added, date of birth date was added, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.